Event description:
Patient reported left side device rupture diagnosed via ultrasound, pain, chronic fever, illness feeling and chronic inflammation. The device has been explanted with a partial capsulectomy. The excised capsule was sent for histopathological testing which observed "tissue with numerous macrophages, multinucleated giant cells, partly around a polarization-optically non-birefringent foreign-body material. Few lymphocytes. Fibrosis." And "chronic resorptive and fibrosing inflammation".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is no longer reportable as it is a baker grade ii and not FDA reportable. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ fever: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ local reaction: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Capsular contracture baker grade ii has been reported. The event of capsular contracture is no longer FDA reportable as it is a baker grade ii.